Event description:
Procedure: laparoscopic roux-en-y gastric bypass. According to the reporter: the surgeon stated that the staples did not form but the knife blade cut. There was a gastrotomy noted and there were staples evident that deployed but did not form into a b. Extra staple firings were applied to close the gastrotomy and create a pouch. Approximately 20 minutes was added to the procedure.